Event description:
In case performed, two separate attempts were made to deploy a plicator implant in a pt. Both implant deployment attempts were unsuccessful. Subsequent to the second failed implant deployment attempt, endoscopic examination and subsequent esophagram with gastrografin confirmed a perforation in the distal esophagus. The pt underwent a thoracotomy procedure to repair a full thickness esophageal tear along the right posterior lateral aspect of the esophagus starting near the esophageal junction and extending proximally for about 5 cm. The surgical repair was successful and the pt was discharged from the hosp for rehab. During rehab, the pt became ill, experienced a vomiting episode and re-tore the repaired esophageal perforation. Pt was subsequently readmitted to the hosp for further treatment.